Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The system experienced recoverable fault 90 repeatedly. The system isi core was replaced to resolve the issue. The system was tested and verified as ready for use. Isi received the core involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. The core was installed on an in-house system, and recoverable fault 90 occurred repeatedly. It is suspected the icc failed. The core was rusted on the inside.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site encountered repeated non recoverable faults occurred and they attempted rebooting the system multiple times. The customer also stated that procedure was converted to open surgery. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and reviewed error 90 in the logs.